Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire and jammed. The device was left in a room with a note to the materials manager in a red bag. No adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Clips with gap. Evaluation summary - the analysis results found that the er320 device was received in good visual condition. The instrument was cycled, fed, and fired 1 conforming clip and 2 clips with gap. While no conclusion could be reached as to how this firing issue occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.